Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Technical review and physical evaluation: on jun 11, 2018 it was reported that initially preventative maintenance was needed. Later, it was noticed that the unit required repair. The calibration was out of specifications at the 0 setting but within at all other settings. The rpms were out of specifications. The head had visible damage. The device had never been in for repair. Recommended a tier 4 repair. The device was a tier 4 repair approved by customer. The head, control bar, bearings, swivel, motor, hose, width plates 2 inch and 4 inch, poppet assembly, and reciprocating arm were replaced. The device was tested and calibrated. Reference number: (B)(4). Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may require additional actions.

Event description:
It was reported that the device came in for preventive maintenance. Later it was noticed that the unit required repair.